Manufacturer narrative:
(B)(4). There was no sample returned or photograph provided. However, the customer confirmed that this connection was a customer made connection of 1/4" tubing connected to the cardioplegia port of a terumo fx25rwc oxygenator. But did not know how far the line had been pushed over the port. The customer did acknowledge the connection had not been tie-banded. Per the manufacturer's instruction for use (IFU), "pushing user made connections past the second barb and tie-banding all user made connections will prevent disconnection and leaks" and again it stated that "inspect all connections for leaks of any kind, fluid or gas, from inside the circuit to outside, or vice versa. Tie-band and tighten all connections in the circuit. Push tubing past the second barb for user made connections". Device history record and certificate of conformance was reviewed, no anomalies were found. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up (B)(4).

Event description:
The customer reported that the customer connection of the recirculation line to the oxygenator, cardioplegia port disconnected, approximately 40 minutes into the surgery. This resulted in 150-200 ml blood loss. The line was reconnected and the surgery was successfully completed. The customer indicated the patient was fine.